Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse replaced the surgeon side console (ssc) advanced display driver (sadd) board to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The sadd was installed onto a golden system where the component functioned as expected. Ten power cycles were conducted, after which the sadd board was left to idle in the golden system for 4 hours without any issues. Based on these findings, failure analysis concluded that no root cause could be identified for the reported events.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the first console experienced an error that required restart to continue. The surgeon lost ergonomic control and touchpad display function. Before contacting tse, the system was restarted and powered back on normally, allowing the procedure to proceed as planned. The logs indicated that the error was related to the ssc advanced display driver (sadd) board in console 1. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While the failure was not replicated during in-house testing of the returned unit, the error observed in the system logs indicate a communication issue to the sadd board. This issue may be resolved by field service engineer (fse) service of the system to replace the sadd board.